Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into various power sources. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump began charging. However, the customer declined further troubleshooting. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.